Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The subject device was purchased from a third party. The root cause could not be conclusively specified because the device condition probably differed from the condition when shipped out from olympus. It was likely the following occurred. ·the clip was suctioned during procedure by mistake and got stuck within the instrument channel. ·the clip got stuck in the instrument channel including k-mount because the user suctioned the clip with opened jaw. The clip was not discharged by brushing. The instructions for use (IFU) provides the following guidelines: if the suction valve clogs and the suction cannot be used when solid matter, such as the clip or thick fluid, are aspirated, withdraw the endoscope and disconnect the suction tube from the suction connector on the endoscope connector. Attach a syringe containing sterile water to the suction connector. Straighten the insertion tube as much as possible and forcefully flush the connector with the water while the suction valve of the endoscope is slightly depressed. Repeat the flush until the thick fluid or solid matter are discharged from the distal end of the suction channel. After discharging, confirm that there is no irregularity in the suction function according to ¿inspection of the suction function¿ on page 50, before using the endoscope again. If the thick fluid or solid matter cannot be discharged, stop using the suction function and contact olympus. Caution: do not remove an unsheathed open clip through the endoscope working channel, otherwise endoscope working channel damage may result. 3.8 inspection of the endoscopic system: inspection of the instrument channel: 1 insert the endo therapy accessory through the biopsy valve. Confirm that the endo therapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. 2 confirm that the endo therapy accessory can be withdrawn smoothly from the biopsy valve. (Operation manual) prohibits 3rd party repair. Any device which was disassembled, repaired, altered changed or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty. This instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer.

Event description:
Additional information was provided by the customer. The procedure was a colonoscopy. The clip was a non-olympus clip. The intended procedure was completed with the same device. Subsequently, the clip vendor provided an in-service to the facility.

Manufacturer narrative:
In speaking with olympus technical assistance center via the phone, the customer was asked to review details of the scope usage to determine how long the clip had been in the channel and the cleaning details to see if staff had noticed any resistance when brushing the channels. The customer reviewed records and could not determine how long the clip had been stuck in channel and interviewed reprocessing staff to determine that there were no signs of a stuck clip during reprocessing. The scope was purchased from a third-party company and was already sent in for service with the third-party. A reprocessing in-service will be scheduled for the future. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, a clip used in a previous procedure had become stuck in the biopsy channel and came out of the evis exera ii colonovideoscope when the biopsy forceps were passed through in a later diagnostic procedure. No patient harm reported.